Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 1380ml, which indicates that the home patient (hp) drained 1380ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.